Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the left monitor. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that there was an intermittent loss of image on the left monitor of the 9800 sys. The image loss did not happen during fluoro. There was no report of injury.